Event description:
The customer reported fluid leak was coming from the cc (cartridge chemistry) sample probe on the unicel dxc 600 pro synchron system. The leak was contained in the system. The customer was wearing their personal protective equipment. There were no reports of erroneous results generated and no reports of injury or exposure.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the wash collar to resolved the issue. Internal beckman coulter identifier is (B)(4).